Manufacturer narrative:
H10: one sample was received for evaluation; the other sample was not received and therefore, could not be evaluated. A visual inspection with the naked eye observed that the unit was received without the high pressure bantam slide and without the tip protector. As a result, the pressure test that was performed failed and a leak and separation were observed between the connection of the high pressure tubing and the small bore two piece luer lock assembly. A functional clear passage test was performed with satisfactory results; a flow was observed. Therefore, the reported condition of no flow was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: event date: unspecified dates of november 2023 to december 2023, further described as "over the past two weeks". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) one-link non-dehp catheter extension sets had no flow. This occurred when the devices were used to draw blood from the patient. The intravenous (IV) line was flushed with no success. A new IV was used to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.